Event description:
It was reported that the patient's ipg was inoperable. As a result surgical intervention was undertaken wherein the patient was explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.